Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0j8g3, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a couple of urinary tract infections (utis) recently and they turned the implant off 3 to 4 weeks ago. The patient was on antibiotics for their infection and had gone 5 months without one. When the patient turned their implant on today, it zapped them because stimulation was too high. The patient had turned the device off and wanted to lower stimulation before turning it back on. The patient had stimulation at 4.90v. The patient had to replace a low patient programmer battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient symptoms included frequency and irritation. The manufacture representative helped "reset the device and even putting in a new battery."